Event description:
It was reported "waveform went flat for no apparent reason". Additional information stated that a person "called from the bio-med department to report the issue. He said the only information he received is that "the waveform went flat". I was able to narrow it down to the bpw went flat. There was no other information relayed to [initial reporter]. We discussed that it is hard to speculate what may have happened given the lack of information. He said that he has been able to recreate this with a simulator. He said that the pump is pausing for variable durations at times. He only has the ECG simulated on the pump, no ap waveform present with simulator. As a result, pump switched out for a different pump". No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "waveform went flat for no apparent reason". Additional information stated that a person "called from the bio-med department to report the issue. He said the only information he received is that "the waveform went flat". I was able to narrow it down to the bpw went flat. There was no other information relayed to [initial reporter]. We discussed that it is hard to speculate what may have happened given the lack of information. He said that he has been able to recreate this with a simulator. He said that the pump is pausing for variable durations at times. He only has the ECG simulated on the pump, no ap waveform present with simulator. As a result, pump switched out for a different pump". No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally, no recorder strip was returned for investigation. Per service database, the iabp has not had performed servicing since 18 oct 2022. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.